Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported failure. It was determined that the reported failure was due to the external third party usb data cable that was connected to the device. It was observed that when the usb cable was shook the device turned off. With the cable removed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer will replace the usb cable from their inventory. The usb cable was not returned to physio-control for further evaluation.

Event description:
The customer contacted physio-control to report that their device powered off when the device was shook. There was no patient use associated with the reported event.